Event description:
During baxter's functional testing of a spectrum infusion pump, it was found that the device falsely alarmed "downstream occlusion". There was no pt involvement.

Manufacturer narrative:
MFR ref #: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom "false" downstream occlusion alarms. The downstream sensor readings with a fluid filled set loaded were found to be above specification, which is known to cause false downstream occlusion alarms. The force sensor flex assembly and downstream tubing guide were reworked.